Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that there was a change is pain level. A rep check and found 2 probes not working and made adjustments to compensate. No change in therapy. Patient's activity level never changed. They do not know why probes went bad. The device was reprogrammed and the rep assured them that everything will be okay with other probes. They had two adjustments to compensate for the probes that are not working and are hopeful this will solve the problem. The second adjustment was on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt started receiving more back pain at an unknown date (pt stated its a continued pain and did not verify start date). Pt was told by their medtronic rep a couple weeks ago in (B)(6) 2021 to try different therapy groups for their therapy. Pt stated that they are usually on group a but changed to group c, pt stayed on group c for 72 hours then changed to group b on saturday (B)(6) 2021. Pt stayed on group b until they had an MRI on tuesday evening for their increased pain. Pt mentioned that they put their controller into MRI mode and took their controller out of MRI mode and turned controller back on after the MRI. After the MRI when the pt went to turn on their controller their controller was already "on" and pt did not know if their spouse bumped the controller or not. Pt stated after their MRI on tuesday their implant battery had not depleted in battery charge like it used to. Pt stated that they have been testing different therapy levels and last night the pt had their implant on all night and the battery level stayed the same. Pt stated that they usually have to charge their implant in the morning or mid day but today they have not needed to and they usually charge implant once a day when they're on group a. Pt stated that they're currently on group a with a level of 7.0, pt mentioned that they have pain in their right leg today and will be visiting their doctor tomorrow to review their MRI results. Pt stated that they noticed that their controller started being slow yesterday and charged it to 100% (pss had a hard time understanding if pt was talking about controller or implant battery even after clarifying at this point). Pts controller was also slow today (pt verified that they have not received any error messages), pt reset their controller and stated that their implant battery was still full. During the call the pt veri fied that their controller displayed that their controller battery was at 100% and their implant battery was now at 90% (pt stated that their implant battery is usually as 30% or 40% at this time of day). The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was reported that the patient has pain in the upper part of their back. A manufacturing representative (rep) checked the system and two of the probes were not working properly. The rep made some adjustments. The patient stated that more adjustments will need to be done.